Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a bad sensor and a low blood glucose of 30 mg/dl at the time of the incident. Customer's current blood glucose was 74 mg/dl. Customer went home and felt tired. Customer realized that her blood glucose was low so she took 4 glucose tablets. Customer was still low and took 4 more tablets. Customer stated that she must have been unconscious and her kids gave her 2 tubes of 26 grams of glucose gel. Customer had a seizure and they called 911. Customer was given a glucose IV. Customer ate a peanut butter and jelly sandwich. When she woke up she checked and had .1 unit of insulin on board. Customer stated that it was less than half an hour. Customer has treated with food and glucose tablets. Customer has always been experiencing low blood glucose. Customer was not taken to the hospital. Customer declined to troubleshoot for the low blood glucose. Customer stated that she already went to the doctor and they checked all of her settings.